Event description:
It was reported the physician implanted a gore® cardioform septal occluder on (B)(6) 2015 to close a patent foramen ovale. On (B)(6) 2015 thrombus was seen on the left disc of the device. The device was left in place and the patient's anticoagulation medication was increased. The patient was doing well.